Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 11/11/2021. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: what is the initial procedure? Hand. What is the procedure date? (B)(6) 2021. Could you please confirm if all 5 sutures present the pull off suture and fraying? Yes correct. Since there is no device returning, is there any photo available for visual analysis? No photo available unfortunately and no stock left on shelf with same lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via 2210968-2021-07783, 2210968-2021-07784, 2210968-2021-07785, 2210968-2021-07786.

Event description:
It was reported that a patient underwent a hand procedure on (B)(6) 2021 and suture was used. During the procedure, the suture frayed, broke, and got detached from the needle. There were no patient consequences reported. Additional information was requested.